Event description:
It was reported by lifecell distributor partner, (B)(4), that the pt was implanted with repliform and obtryx transobturator mid-urethral sling system and now suffers urinary problems, pelvic and abdomen pain, dyspareunia, bleeding and urinary tract infections. Implant date (B)(6) 2008. She underwent several revisional surgeries. (We cannot confirm that this event involves repliform). (B)(4) reported the most probable lots potentially associated with the event through a distribution history. Internal investigation of the complaint related lots b20850 and c19982 included, as follows: review of microbiological testing results for incoming skin (lcti 53082 and lcti 47171) with a confirmation of no organisms identified in culture for both donor lots. Review of microbiological test results for alloderm, finished product with a confirmation of no pathogenic organisms identified in culture for both lots. Review of the processing records for lots b20850 (exp. 2009-04) and c19982 exp. 2009-03), with no remarkable findings. There were no deviations related to the nature of this event. Query of lifecell complaint management system for any other complaints reported to lifecell against lots b20850 and/or c19982. As of (B)(6) 2012, there were a total of (B)(4) grafts from these lots distributed, including (B)(4) grafts that were reported as implanted, with no other complaints reported to lifecell. Lifecell concluded that this event is reportable to the FDA due to lack of info; however, lifecell cannot confirm that our product was associated with the event. Follow up report will be filed when trp, donor records review and environmental monitoring are available. (B)(6).